Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer experienced high blood glucose readings. Customer's blood glucose readings at the time of the call were 458 mg/dl. Customer reported symptoms of extreme thirst, vomiting and agitation. It was noted that the customer has treated with shots. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the reservoir prior to the one currently in may have leaked as there was a strong smell of insulin when the reservoir was removed. Customer was able to pour insulin out in her hands and fluid was also visible under the display. Customer also mentioned that the motor of the insulin had a weird sound when rewinding. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.